Event description:
It was reported that a patient pinched their fingers due to a loose siderail on an unknown stryker device. The patient was treated with ice, and there was no evidence of bruising or broken skin. Attempts are being made to gather more details from the customer surrounding the event.

Manufacturer narrative:
The investigation is complete, and the executive summary and section h codes have been updated to reflect the investigation results. The user facility was unable to provide the device information, and did not make the device accessible for testing.

Event description:
It was reported that a patient pinched their fingers due to a loose siderail on an unknown stryker device. The patient was treated with ice, and there was no evidence of bruising or broken skin. The user facility was unable to provide the device information that the incident occurred on.